Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non tortuous and non calcified right common iliac vein. A 6/5.8/75 xxl balloon catheter was selected for use. During the procedure, the balloon was advanced proximal to the top of the stent over a 0.035 amplatz wire. The balloon ruptured during the first inflation at 5 atmospheres for 5 seconds. Upon deflation, blood was observed returning into the indeflator. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.